Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 247) via an implantable infusion pump. It was reported that the pump was interrogated and a motor stall had occurred. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported and the pump was replaced on (B)(6) 2018. The issue was reported as unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.